Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. Insulin pump had an intermittent button response on the up arrow button due to moisture damage on keypad traces noted. Insulin pump had a cracked battery tube threads noted, minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 91 mg/dl. Troubleshooting was done. Customer reported that she had been running high lately and the needle went in sideways and that it would not go into the skin. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer also reported that the insulin pump had some cracks around the back and around the battery compartment. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.